Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: 510k: this report is for an unk - nail head elements: multiloc humeral screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that the patient underwent a surgery of humerus 3 years ago. After surgery, a removal surgery was held on (B)(6) 2022. Since the patient was young with good bone quality, the proximal multilock screw had been stuck, and the screw head got deformed when extracting, making extraction difficult. Therefore, the surgeon extracted another proximal multilock screw only and completed the surgery within 30 minutes delay. No fragments of the deformed screw head remain in the body, as confirmed by the surgeon on x-rays. No further information is available. This complaint involves one (1) device unk - nail head elements: multiloc humeral screw. This is report 1 of 1 for complaint (B)(4).